Event description:
It was reported from nicu that the patient was hooked up to an IV of d10w in a 250ml bag with an infusion rate of 12ml/hr. Shortly thereafter, an accucheck was performed via heelstick with a resulting bg of 591, with an immediate repeat measurement using a different nova meter of 568. The pa was notified and the fluid was discontinued and removed from patient. True glucose performed centrally by pa and accucheck performed with a result of 568. A new bag of d5w in a 1000 ml bag with a rate of 10 ml/hr. Accucheck was performed 30 minutes later and the bg was at 433. It was noted that the bg would be tested again later. There were no other adverse effects reported. There was no allegation that any bd product malfunctioned. Customer notified bd as a precaution for this incident.

Manufacturer narrative:
The customer¿s complaint of a device event was not definitely identified. Review of the pcu event log found no errors or malfunctions on the customers reported complaint date of (B)(6) 2020. The pcu event contained no obvious programming errors. Functional testing performed on the returned pump module found the device delivering fluid slightly outside of specification on the low side. The vpmr after calibration was observed to be on the low side. Troubleshooting performed showed that the original installed camshaft caused the vpmr value to be in the low end. This issue is suspected to be an incidental finding and not a contributing factor to the customer complaint. Internal inspection found various areas with dried fluid reside including the lower pumping finger and under the membrane frame. It is possible that fluid or medication entering at the bottom of the membrane frame could restrict the movement of occluder or pumping fingers. Such restrictions could possibly contribute to rate inaccuracies during infusions.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from nicu that the patient was hooked up to an IV of d10w in a 250ml bag with an infusion rate of 12ml/hr. Shortly thereafter, an accucheck was performed via heelstick with a resulting bg of 591, with an immediate repeat measurement using a different nova meter of 568. The pa was notified and the fluid was discontinued and removed from patient. True glucose performed centrally by pa and accucheck performed with a result of 568. A new bag of d5w in a 1000 ml bag with a rate of 10 ml/hr. Accucheck was performed 30 minutes later and the bg was at 433. It was noted that the bg would be tested again later. There were no other adverse effects reported. There was no allegation that any bd product malfunctioned. Customer notified bd as a precaution for this incident.